Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2024-02027. All relevant information will be captured under 1416980-2024-02027. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue piece) and the main body (light blue) of the twist clamp on a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy; further described as ¿they were placing a patient's very first transfer set after being released from surgery as they were going to start dialysis¿. The transfer set was replaced with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.